Manufacturer narrative:
UDI (B)(4).

Manufacturer narrative:
Component discarded after retrieval.

Event description:
The dental lab technician reported that the abutment screw fractured.

Manufacturer narrative:
Device evaluated by manufacturer. Date returned to manufacturer.

Manufacturer narrative:
The med watch 0001038806-2016-00294-1 was submitted in error, the initial report 0001038806-2016-00294 correctly identified that the device was not available for evaluation; complaint product was reported to be discarded on oct. 26, 2016. Date received by manufacturer. Correction - follow up type.